Event description:
It was reported that the surgeon used a natural knee ii patella with natural-knee flex components.

Manufacturer narrative:
The components reported have been identified as incompatible. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The nk ii system is instead to be used with nk ii products and nk flex system with nk flex products. The two are not interchangeable. Eval codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.